Manufacturer narrative:
Investigation completed on 12jan2018. The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that on (B)(6) 2017 a a3059 mayfield composite series skull clamp was used for posterior fossa craniotomy with resection of brain tumor. However, during procedure, it was noted that the product allowed the patient to slip. No patient injury and delay in surgery time was reported.